Event description:
It was reported that the broach neck broke in the broach handle while broaching the femur. The femur had to be cut open to remove the broach.

Manufacturer narrative:
Add'l info has been requested, and if received, will be submitted on a supplemental report.